Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an x-ray check in (B)(6) of 2020 and externalization of conductors were observed on the right ventricular lead. Intracardiac electrograms also showed that the lead exhibited noise. On (B)(6) 2021, the lead was capped and replaced during a routine pulse generator change procedure. There were no reported adverse consequences to the patient.